Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was test fired to release a clip and the clip that release was not closed. This device was not used on patient. A second device of same code was opened, tested, and the same issue occurred with this second device. This second device was also not used on patient. The case was completed with a third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Resent per request of FDA. Originally sent (B)(4) 2014.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 15 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.